Manufacturer narrative:
Based on the information provided, the cause of the intra-procedure complication can be attributed to "bronchoscopy and sedation" according to the physician. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. The logs were reviewed by an isi advance failure analysis (afa) and the following findings were obtained: there were no errors that were relevant to the reported complaint. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient experienced ventricular fibrillation. As a result, the physician elected to abort the procedure before a biopsy could be performed. It is unclear what medical intervention, if any, was administered due to the complication. Although the physician attributed the cause of the complication to "bronchoscopy and sedation," it is unknown as to what extent the ion system may have contributed to the ventricular fibrillation. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced ventricular fibrillation. As a result, the procedure was aborted before a biopsy was taken. The target nodule was a solid target 1.2cm in size. The target was in the outer third of the right upper lobe. Intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information in regards to the reported event: the physician indicated, "none of it is related to ion. Just to bronchoscopy and sedation in general." When the incident happened, the ion catheter was in place, but the biopsy had not begun. The physician did not provide further clinical information about the incident or what medical intervention, if any, was administered due to the complication.